Event description:
Nursing staff member donned gloves to give patient care, felt something in the finger of the glove, removed the glove and noted there was debris in the glove. Staff sequestered the box of gloves.